Event description:
The service repair technician (srt) reported that during routing testing at the service center, the flow pod failed ground impedance testing. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The product surveillance technician (pst) observed paint on the inside of the enclosure around the mounting surface of the power cable and flow sensor cable connectors, preventing continuity of the ground connection between the two. This prevented the ground impedance test from running. The device operated properly for the characteristics evaluated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.